Event description:
It was reported that the patient felt a heating sensation around the neurostimulator and noted that the device would "disturb" nearby electronic devices. The physician was going to change the electrode to see if there will be an improvement. No patient injuries were reported. Additional information was requested.

Manufacturer narrative:
(B)(4).